Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Intermittent threshold measurements and capture were also reported. Under fluoroscopy it was found the lead had fractured at the clavicle. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.